Manufacturer narrative:
D2b: pro code (product code): lit. G4: premarket / 510(k): (B)(4). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the initial inflation for 24 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.